Event description:
Boston scientific received a call from the patient's spouse reporting the patient passed away in (B)(6) 2014 due to a lead infection. The hospital was contacted and confirmed the patient was admitted one week prior for a system extraction and confirmed vegetation on the right ventricular (rv) lead. The hospital confirmed the cause of death was multi-system organ failure. There were no reported allegations that the infection or system extraction caused or contributed to the patient's death. It is unknown if the products will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.